Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. Medical records were received and reviewed by the post market surveillance department. Based on the 47 pages of medical records information and a review of the documentation in the fresenius pilgrim system, it appears that on (B)(6) 2014, the patient was diagnosed with staphylococcus epidermidis peritonitis. The patient's pd rn stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment: the patient did not wash his hands and did not do a mask. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. Peritonitis is a known complication of peritoneal dialysis, which can be caused by poor aseptic technique or a break in the sterile field. This event of peritonitis may have resulted from user error and has been reported as a serious injury MDR. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient went to an emergency room on (B)(6) 2014, was not admitted, but was diagnosed with staphylococcus epidermidis peritonitis. The patient was taking antirejection medication for the past four days in preparation for a kidney transplant on (B)(6) 2014. The transplant was delayed. The patient was given antibiotics in the e.r. And was discharged home to follow up in the pd clinic. An effluent pd fluid culture was obtained in the e.r., showing staphylococcus epidermidis and he was started on vancomycin and fortaz. The fluid appeared slightly cloudy but the patient's wife reported that the fluid was dark brown in the e.r. The patient had no complaints. On (B)(6) 2014, the patient was seen in the pd clinic for a vancomycin level and cell count to be obtained. He was receiving vancomycin 750 mg intraperitoneally 3 times per week since (B)(6) 2014. The patient stated that on the previous night, during his pd treatment, he had a cassette leak and the cycler alarm was not detecting the heater bag and there was fluid pooled under the cycler. The patient notified fresenius technical support, and he will be receiving a new cycler. Effluent pd fluid cultures were obtained and the patient was given a loading dose of fortaz with the vancomycin. The patient's vancomycin dose was decreased to 500 mg twice a week.